Event description:
This device was implanted on (B)(6) 2004 and was explanted on (B)(6) 2013 due to normal battery depletion. However, ventricular lead has an out-of-range (oor) low pacing lead impedance of less than 200 ohms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).